Event description:
The customer reported being hospitalized with blood glucose levels over 300 mg/dl. The customer also stated that he fell and landed on the insulin pump, causing the reservoir to get stuck inside the reservoir compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs. The insulin pump had a cracked reservoir tube lip. No reservoir stuck in the reservoir compartment was noted.